Event description:
It was reported that a pump declared alarm 20 during operation, and the issue did not cause any adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, technical support arranged for a replacement pump, confirmed the customer's address for shipping, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to store the problematic pump and return it using a pre-paid label within ten days, which the customer acknowledged.